Event description:
A pt reported inaccurate results with a one-touch profile meter. Pt has had diabetes mellitus for 21 years. In 2001, pt was experiencing symptoms of low blood glucose including sweating all over. Pt checked blood glucose on the ot meter and got a reading of hi. Because the pt was feeling low, pt took only 4u of insulin instead of the morning set amount. Pt was later taken to the emergency room. At the ER, the blood glucose of pt was found low; results unknown. Pt was given some food to eat at the ER and discharged home. During troubleshooting with a lifescan customer service representative, the date of the ot meter was found to be set wrong, and the checkstrip test fell out of range. No further info is available.